Manufacturer narrative:
The reported field event of incorrect measurement was confirmed. The reported field event of premature discharge of battery and pacing problem were not confirmed in the laboratory. The pacer was received with battery voltage above eri. Analysis are consistent with h/w code corruption that resulted in uncalibrated battery measured data showing false eri levels. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that when the patient presented in clinic for a follow up, the device showed elective replacement indicator (eri) while the battery was full. Poor pacing was also noted. The device was explanted and replaced. The patient was recovering after the procedure.